Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would begin the boot-up process, then go to a black screen. Switching out the power source was tried as a possible solution, but it was then further reported that the programmer screen went black during a case, and the analyzer went down while testing leads during the implant process. Follow-up determined that the analyzer did come back on and stayed on. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would not always complete the boot-up process or that the screen would sometimes go black. The device is being retained pending further investigation and will then be scrapped due to its age, configuration and the intermittent nature of failures. (B)(4).

Event description:
It was reported that the programmer would begin the boot-up process, then go to a black screen. Switching out the power source was tried as a possible solution, but it was then further reported that the programmer screen went black during a case, and the analyzer went down while testing leads during the implant process. Follow-up determined that the analyzer did come back on and stayed on. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.